Event description:
On many occasions I have witnessed and had firsthand experience with failures in the rymed 460207 invision plus catheter extension set and 415303 end cap. The caps don't thread accurately with syringes and other tubing and even when threaded correctly, still work their way loose and disconnect, exposing pts to pathogens and exposing health care workers to blood. Concerns regarding these events were reported to the facility resulting in visits from sales reps from the MFR to educate rns and anesthesiologists throughout the region on how to properly screw tubing together. I have not witnessed this with other brands of IV extension sets, tubing or end caps.